Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. The investigation will be re-opened should additional data become available.

Event description:
It was discovered during a patient visit there was noise on rv lead. Device was also close to eri and the physician had planned on replacing the device and this lead. Due to other medical complications the physician was unable to perform lead revision because the patient passed away from other chronic medical problems. Patient had been in and out of the hospital with gi bleeding and kidney/liver disease. Exact cause of death is unknown. The patient's death was reported in the local newspaper on (B)(6) 2014. Date of death not given in obituary or hospital records.